Manufacturer narrative:
Investigation findings: the drill was received for investigation and the reported problem was verified. The evaluation found the bearing of the collet ran rough, causing the drill to overheat. In addition, it was noted that this drill was last repaired in january 2006 and is overdue for preventive maintenance. The instruction manual for this handpiece informs the user that the recommended service interval for this device is every 12 months. In addition the manual warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel.

Event description:
It was reported that during use of this drill, it overheated. There was no injury or surgical delay associated with this event.